Event description:
A facebook social media post documented that this dialysis patient was hospitalized following an abdominal infection. The peritoneal dialysis {pd} catheter was removed on (B)(6) 2021 and the patient left the hospital with a port for hemodialysis (hd}. Additional information was obtained through the regional manager of social work. The patient was not a fresenius patient while on peritoneal dialysis (pd); therefore, no records were available related to the reported abdominal infection. The manager did confirm that this patient was non-compliant with pd treatments and non-communicative with the liberty diamond pd clinic and physicians while on pd therapy. The patient also experienced chronic pd catheter infections resulting in the decision to pull the pd catheter and transition the patient to in-center hd with fresenius. The patient's infections were reportedly caused by the non-compliance by the patient while on pd. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no information the patient ever utilized fresenius product(s) for pd therapy as she was not a fresenius patient. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).